Event description:
Device report from synthes reports an event in cyprus as follows: it was reported that during follow-up on (B)(6) 2023, physician noticed a cut on the head of patient's femur. The patient stated that they had fallen. Patient was originally treated with the trochanteric fixation nail advanced (tfna) system on (B)(6) 2023. The reporter stated that they did not know which implant caused the problem. A removal surgery was performed on (B)(6) 2023. This report is for a 5.0mm ti locking screw w/t25 stardrive 30mm f/im nail-ster. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: (B)(6) 2023. Part:04.005.520s. Lot:7l49701. Manufacturing site: werk selzach. Supplier:früh verpackungstechnik ag. Release to warehouse date:06 nov 2020. Expiration date: 01 nov 2030. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.